Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 22-dec-2023, it was reported that on (B)(6) 2023, a 17-year-old male patient faced slight wetness on the skin possibly indicating insulin leakage at the site. The patient experienced prolonged hyperglycemia (above 14.0 mmol/l for several hours). No further information available.